Event description:
It was reported that the right ventricular (rv) lead experienced a gradual rise in impedance. In addition, it was noted that the pacing threshold had increased as well. The rv lead currently remains in use and is being monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).